Event description:
It was reported that the patient had flipped the device around 23 times due to twiddlers syndrome causing lead helix damage. The lead was replaced.

Manufacturer narrative:
Lead damage due to twiddler's syndrome was confirmed in the laboratory. Analysis found all six wires of the distal coil twisted and fractured at 59 cm from the connector.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.